Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-oct-2018 with the following findings: the keypad was found to be intact; no damage or peeling was observed. During investigation, the keypad button response was unable to be tested due to a blank display when the pump was powered on. The keypad cover was removed and no contamination was found under the button contacts. The pump was opened and there was evidence of the moisture corrosion on the display connector, the display and transceiver boards. The complaint of a keypad button issue was not able to be investigated due to moisture damage and an unrelated blank screen issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; all keypad buttons under responsive. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump.